Event description:
On(B)(6) 2012, the reporter contacted animas an alleged the following: the patient delivered a bolus using the meter remote and watched the delivery count down on the meter remote. Several hours later, she checked the pump history menu and the bolus was not recorded in the history. She states this has occurred on several occasions, and has discontinued use of the meter remote for bolusing. She boluses manually through the pump and has not had any issues . The issue only occurs when she boluses from the meter remote. Patient confirms she entered the amount and pressed ok on go. The patient provided a specific instance from (B)(6) at 8:49 am. Her blood glucose was 100 mg/dl and recorded 90 grams of carbohydrate: she dosed for this amount and when reviewing the bolus history in the pump - there is no record at this time. Confirmed no record of insulin delivery on (B)(6) 2012 around 8:49 am (there was a bolus at 12:35 am and 11:44 am). No associated alarms in history at this time on this day can be found. The patient confirmed all settings in pump correct and system is paired. Time and date set correctly the patient stated she did not feel the pump vibrate when bolusing. The animas representative instructed her in how to turn this feature on. There is no adverse event reported in relation to this issue. This complaint is being reported due to the allegation that insulin delivery was impaired when using the meter remote to bolus.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 05/29/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results:no defect was found. The meter paired successfully with a test pump and meter passed rf testing. Boluses performed by the meter were accurately recorded in the pump history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The meter remote has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.